Event description:
The patient's mother reported that the suspect device was used and an inr result of 5.2 was obtained. The lab inr was 3.0. Controls were reported in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.